Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg pocket site. Reportedly, patient did slide down on a piece of wood and the ipg was trapped. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was re-implanted deeper within the same pocket. The issue was resolved.